Event description:
It was reported that while checking through the 3-6mis pan, I saw that the ankle clamp is broken.

Event description:
It was reported that while checking through the 3-6mis pan, I saw that the ankle clamp is broken.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been similar events for the reported lot. A visual analysis confirmed the reported event. One of the device flippers fractured. The investigation concluded that the ankle clamp flipper broke from multiple overload conditions during use. Internal corrective actions were issued to determine a root cause for the recurring events. The investigation determined the root cause was a design problem. Corrections to design and material changes were performed and are documented in the CAPA file.